Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon evaluation, the rear response button cover was lifted and the contacts were corroded. The cause of the non-functional response button is the corroded contacts. The root cause of the corroded contacts cannot be positively identified. No adverse events occurred from the defective response button.